Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip had broken off the device and was not shown in the picture. No further evaluations can be made from the provided picture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported before the procedure started, the tip of the depth gauge broke off. There was no patient involvement. It was reported that no further information is available.